Event description:
A malfunction alarm identified as malf 16 was reported with no notable events occurring prior. There was no reported adverse impact to customer's blood glucose. Customer reverted to using a replacement pump for insulin therapy.